Manufacturer narrative:
(B)(4). 3004753838-2026-029907 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR submission, the g7 wearable was received for evaluation on 4/2/2026, and the applicator was received on 3/31/2026. The investigation was completed on 4/1/2026. Upon further review, the complaint was determined to be not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).

Event description:
"It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.